Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. There was a pinhole directly over the proximal marker band. No issues noted with the profile of the markerband. A visual and tactile examination found several hypotube kinks along the length of the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05may2016. It was reported that the stent failed to be deployed. The target lesion was located in a coronary artery. A 3.00x28mm promus element plus was advanced to treat the lesion. The stent was attempted to be deployed but failed. The device was removed through the guide catheter and the procedure was completed with another promus element plus stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.